Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
One field service representative later determined that the aspiration filter for both cell clean bottles was not placed correctly into the bottle and one of the cell clean bottles was facing the wrong way. Another field service representative noted that after rinse tubes were replaced, a precision check and instrument check were performed and all looked perfect. Five weeks later, the issue returned. No specific data was provided. It was determined that the customer was not inserting the tubing correctly into one of the detergent bottles. The customer was not aware of the correct way to insert the tubing. This field service representative noted that the customer only has had issues with 2 urea results since christmas. No specific data was provided. The customer did confirm that there were no further issues. Investigations have concluded that it is reasonable to determine that the root cause of the issue is incorrect handling of the detergent tube by the customer. If the tube is inserted the wrong way, it is possible that the weight filter does not stay at the bottom of the detergent bottle, then air would be aspirated as the volume gets lower. This explains why the issue happened so sporadically, even if many service actions were performed. The operator's manual instructs the user on proper insertion of the detergent bottle tubing.

Event description:
The customer reported that they had been getting questionable results for an unknown number of patient samples tested for multiple assays since (B)(6) 2014. Unless otherwise stated, no specific patient results were provided and no units of measure were provided. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. On (B)(6) 2014, the customer reported that they received low results for an unknown number of patient samples tested for urea. When samples were repeated, results were normal or high. On (B)(6) 2014, the customer reported that they received additional low results for urea on an unknown number of patient samples. The customer stated that they would get essentially a "zero" result intermittently and when repeated, the result was good. The customer stated an example would be a result of 0.5 versus a result of 7 or 8. On (B)(6) 2014, the customer reported that they had questionable results for an unknown number of patient samples tested for hdl and ggt. On (B)(6) 2015, the customer stated that they had questionable results for an unknown number of patient samples tested for urea. One example was provided with an initial result of 64, repeating as 13.3. Further questionable urea results were also seen later. On (B)(6) 2015, the customer stated that they had questionable results on both patient samples and quality controls. Two examples of patient data were provided. The first patient sample was initially tested on (B)(6) 2015 and resulted as 0.5 for urea. A repeat was triggered and the repeat result was 9.0. The second patient sample was initially tested on (B)(6) 2015 and resulted as 3.83 for calcium. A repeat was triggered and the repeat result was 2.32, which was considered to be correct. On (B)(6) 2015, the customer reported they had questionable results for patient samples tested for magnesium. The customer only noted that they had four high results that were proved to be incorrect for magnesium. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. Reagent lot numbers and expiration dates for the mentioned tests were asked for, but not provided. The field service engineers visited the site multiple times in (B)(6). Multiple maintenance, cleaning activities, and part replacements were performed on multiple occasions.